Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage; the proximal end of the stent was bunched in a distal direction along the balloon. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 23.5cm distal to distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that shaft break occurred. The target lesion was located in a highly calcified coronary artery. A 2.25 x 38 synergy drug-eluting stent was selected for use. However, the shaft broke inside the guide catheter less than15cm from the hub. The device was completely removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube fracture and stent damage.